Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection occurred. A comparison of the use before date field and implant date found the device was implanted after the use before date. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient is enrolled in the optilink hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an infection occurred. A comparison of the use before date field and implant date found the device was implanted after the use before date.the implantable cardioverter defibrillator (ICD) was explanted and replaced. It was also reported the patient experienced pressure pain and feeling of warmness in device pocket. There was an imminent pocket perforation, hematoma and swelling. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: product ID: 6944 implantable tachy lead, implanted: (B)(6) 2009. Product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2009. Product ID: 419478 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.